Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided. Review of the available records identified the following: ¿ aseptic loosening of left hip acetabular component. ¿ osteolysis medial calcar and shift in cup position with slightly shorter leg length with crepitus of joint , pain with rotation. ¿ clear fluid, excised pseudocapsule evidence of metallosis within synovium. ¿ acetabulum loose and easily removed. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. H6: suggested component code: mechanical (g04) - stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two years post-implantation, the patient underwent a left hip revision due to pain, leg length discrepancy, shifted and loose cup, metallosis, and pseudocapsule. Osteolysis to medial calcar was noted during the procedure. The stem was retained. Attempts have been made and no further information has been provided.